Manufacturer narrative:
Insulin pump received with no act button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump was unable to verify for battery out of limit alarm due to no act button response. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube near reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for button error. Blood glucose reading was unknown at the time of the call. No significant events were recalled leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.